Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that no ahg was added to some of the test plate's wells when testing on tango optimo. The customer noticed that the ahg was not added on some of the samples because the background on the images remained white. The customer also mentioned the tango optimo resulted these images to be 2+ positive when they were clearly negative. The reported problem is a known anomaly of the instrument. It's occurence is very rare and the detectability on visual examination (even without flags) is extremely high since the background color remains white instead of adapting the coombs color. Thus the residual risk is very low and tenable. The problem has been escalated to the tango optimo's manufacturer for root cause analysis as part of our third level support. No results are available yet.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that no ahg was added to some of the test plate's wells when testing on tango optimo. The customer noticed that the ahg was not added on some of the samples because the background on the images remained white. The customer also mentioned the tango optimo resulted these images to be 2+ positive when they were clearly negative. The reported problem is a known anomaly of the instrument. It's occurance is very rare and the detectability on visual examination (even without flags) is extremely high since the background color remains white instead of adapting the coombs color. Thus the residual risk is very low and tenable. After exhaustive assessment of the problem we are still not in the position to pin down the rootcause of the reported problem. However the potential risk is very low. The tango optimo offers only a proposal of an result interpretation. Each test result must be validated by an experienced operator. Thus this unusual test result could not pass undetected. Different from our initial assessment, this case does not meet the criteria for an MDR.